Event description:
It was reported that the device does not alarm at over temperature. There was no reported patient involvement.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated; however, during the test, leaks were detected coming from the main block. The most likely cause of the leaks was damaged o-rings. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.